Event description:
Hill-rom received a report from a hill-rom technician stating the head section would not lower when CPR lever was used. The bed was located in the ICU at the account. There was no pt/user in jury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found CPR valve was bad. Per the hill-rom service manual the totalcare bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Test the CPR release for proper operation and rest of the head cylinder. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performed preventative maintenance on this bed. The technician replaced the CPR valve to resolve the issue. Based on this info, no further action is required.